Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she delivered a bolus but her blood glucose would not come down. The customer's blood glucose was 429 mg/dl. The customer expressed urination, tiredness and a racing heart as symptoms of her high blood glucose. The customer treated herself with an insulin pen. Troubleshooting was not performed because the customer was very tired. The customer stated that her blood glucose at the time of the call had stabilized at 129 mg/dl. Advised customer to contact her healthcare provider to discuss back-up plans. Advised customer to call back when she felt better. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.